Event description:
It was reported that the device was used during an unk procedure. The device was fired and the first clip loaded sideways and is still stuck in the jaws. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Yielded jaw, damaged top shroud. Instrument a: empty. Instrument b: damaged antibackup and clip track out of position. Eval summary: the analysis results found that the er320 instrument was returned with the top shroud damaged and with the jaws bent and yielded. The instrument was cycled and ejected the clips due to the condition of the top shroud. The instrument locked out as intended. While no conclusion could be reached as to how the top shroud became damaged, it should be noted that a 100% inspections takes place during mfg to ensure the device meets the require specs prior to shipments, in addition, a sample of the batch is inspected at fgqa. It is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition, as per the instructions for use "do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation". We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.